Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been having severe allergic reactions to the pods adhesive, her skin was secreting a liquid under the pod adhesive. The patient stated she went to her doctor's appointment and they prescribed a topical steroid cream.